Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, brush will no passed through the biopsy channel, distal end cover dented, bending section rubber glue cracked, no suction flow due to clogged in the biopsy channel. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii gastrointestinal videoscope, the scope biopsy channel was blocked. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope biopsy channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the foreign object was part of a damaged cleaning brush. The event can be detected by following the instructions for use which state: "inspection of the endoscopic system - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end." Olympus will continue to monitor field performance for this device.